Event description:
As reported from the affiliate, the packaging of 5 sheath devices looked damaged. It was further noted that the damage was noted to the sterile packaging containing individual sheaths and it looked like compressed and heat damaged due to exposure to heat. There may be a possibility that the sterility of the pouches may have been compromised due to exposure to heat. Out of 5 packages, 3 packages were not used or opened thus there is no patient outcome to represent. And 3 sheaths in pack of 5 have been returned. 2 of the sheath devices have been used in patients with no adverse outcomes/product complaints. No issues related to the possibility of introduction of microorganisms into vasculature leading to infectious process, bacteremia or sepsis were reported. It is unknown if there were any damages noted to the actual sheath devices. No other damages noted to the pouches. There is no way to confirm if the packages were in good condition when they initially arrived at the authority. The packages were stored in a regular storage room.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products reports associated with reported malfunction in which associated manufacturer report numbers are 9616099-2013-00514 and 9616099-2013-00515.

Manufacturer narrative:
As reported from the affiliate, the packaging of 5 sheath devices looked damaged. It was further noted that the damage was noted to the sterile packaging containing individual sheaths and it looked like compressed and heat damaged due to exposure to heat. There may be a possibility that the sterility of the pouches may have been compromised due to exposure to heat. Out of 5 packages, 3 packages were not used or opened. Two of the sheath devices have been used in patients with no adverse outcomes/product complaints. No issues related to the possibility of introduction of microorganisms into vasculature leading to infectious process, bacteremia or sepsis were reported. It is unknown if there were any damages noted to the actual sheath devices. No other damages noted to the pouches. There is no way to confirm if the packages were in good condition when they initially arrived at the authority. The packages were stored in a regular storage room. This device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without product return, the complaint could not be confirmed. The csi manufacturing process was reviewed in order to find some related factor that could have caused the csi tray damage since the unused products were returned under that sr number. An attempt to recreate the failure mode found on csi tray was performed. Seal tray process was selected as the process where the damaged could be performed since this is the only process where the csi tray had a directly contact with a heating tool during the manufacturing process. The assignable cause of the damages found on csi tray could not be determined since the failure mode could not be reproduced. Product analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. Additionally during this process the csi tray is visually 100% inspected. Therefore, no corrective and preventive actions will be taken at this time. This is one of two products reports associated with reported malfunction in which associated manufacturer report numbers are 9616099-2013-00514 and 9616099-2013-00515.